Event description:
The patient contacted baxter's technical service center regarding a high drain 105/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) after use. The patient stated that she turned the machine on tonight and the hc alarmed high drain 105. The technical service representative (tsr) checked the previous night's therapy numbers. The initial drain volume equaled 2ml, the ultrafiltration (uf) equaled 1468ml, and the average dwell time equaled 53 minutes. The tsr checked the programming and the initial drain alarm was set to 1400ml, the last manual drain option was set to yes, the uf target was set to 0ml. The hc was programmed for hi dose continuous cycling peritoneal dialysis with a total volume of 12500ml, number of day fills set to 0, day fill volume set to 2500ml, total time of 8:40, night fill volume of 2500ml, and last fill volume of 0ml. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the reported event. The rn stated that the patient made her aware of the alarm and that she saw the patient on (B)(6) 2012, and she was doing fine. The rn stated the patient has not reported any other instances of iipv. The rn stated the patient has been continuing therapy on the cycler successfully since then. No further information was provided.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).the device was not returned to baxter; however, based on the information gathered during baxter's investigation, this complaint for increased intra-peritoneal volume (iipv) was confirmed. The root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.